Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below the knee. After the wire was passed, a 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation but failed to cross the lesion. Subsequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The 2.5mm x 220mm x 150cm, mr coyote balloon catheter was again advanced for dilation and had successfully crossed the lesion but ruptured during inflation at 14 atmospheres. The procedure was completed with a different device. There were no patient complications nor injuries reported.